Event description:
It was reported that pump displayed malfunction alarm malf 16, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to put problematic pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days, all of which customer understood and acknowledged.